Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# unknown, product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient said they got a message on the controller that the battery needed to be replaced when they were charging the implanted neurostimulator probably a week or 10 days ago. The patient said the message just showed up one time and then went away. The agent asked the patient to connect with the controller, and the controller showed ins 100% and controller 80% charged. The agent confirmed there was no damage inside the controller port, and the controller charged when plugged into the outlet. Patient services asked the patient to inspect the recharger for damage, and the patient said there was no visible damage to the recharger. The patient mentioned they had a hard time finding the implant when recharging. The patient stated their back had gotten so bad they could hardly move anymore even with the therapy. The agent asked clarifying questions, and the patient said they lay and brace on the paddle to charge the implant. The agent review ed device function and recommended the patient monitor the device and note code/message and call back for assistance if necessary.

Event description:
Additional information was received, it was reported the patient charged every other day. The patient experienced nothing abnormal when they had trouble. The patient reset the battery and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type: programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.